Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was programmed and implanted but when the device was turned on, no signal or information could be gathered by diagnostic mobile programmer application or the programmer. Troubleshooting steps were taken to no avail. The icm was explanted and replaced by another manufacturer's product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.